Event description:
A 3.0 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted into a pt. Implant info is unk. It was reported that he pt expired approx four yrs post stent implant. No additional info has been received. Investigator assessment has not been assessed as the whether there was a relation between the event, study device, procedure and the event.

Manufacturer narrative:
Eval results - (death).